Manufacturer narrative:
A video is attached to the parent complaint and has been reviewed by the manufacturing site. Leaking can be seen from one of the trocars being used in the surgery. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
An ophthalmic surgeon reported that valved trocars leaked during a procedure. The product was not replaced. The procedure was completed with no patient harm. The facility discarded the product samples; therefore, no samples are available for evaluation.